Event description:
It was reported that the deep brain stimulation (dbs) clinical patient enrolled in a4010 vercise dbs registry was admitted to the hospital and the device was reprogrammed. The patient recovered and was discharged. The adverse event was reported with a causal relationship to the stimulation and not related to the procedure or the device hardware. Additional information was received indicating the reason for the patient's hospital admission was due to the worsening of parkinsons disease symptoms. Additional information was received providing the model and serial number of the ipg.

Event description:
It was reported that the deep brain stimulation (dbs) clinical patient enrolled in a4010 vercise dbs registry was admitted to the hospital and the device was reprogrammed. The patient recovered and was discharged. The adverse event was reported with a causal relationship to the stimulation and not related to the procedure or the device hardware. Additional information was received indicating the reason for the patient's hospital admission was due to the worsening of parkinsons disease symptoms.

Event description:
It was reported that the deep brain stimulation (dbs) clinical patient enrolled in a4010 vercise dbs registry was admitted to the hospital and the device was reprogrammed. The patient recovered and was discharged. The adverse event was reported with a causal relationship to the stimulation and not related to the procedure or the device hardware.